Manufacturer narrative:
Analysis of manufacturing records performed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was scheduled for surgical consult on (B)(6) 2013 due to an unknown reason. Later, the implant card was received by the manufacturer which reported that the patient had generator and lead replacement on an unknown date due to battery depletion with near end of service condition of the generator and lead discontinuity. Attempts for additional information have been unsuccessful to date. The explanting facility does not return explanted devices; they have a do not return policy.